Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs appeared to be crossed and did not fully expand. A guide wire was used to successfully uncross the filter limbs. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for failure to expand/twisted limbs. Based on the available information, the definitive root cause is unknown for this event. The current IFU (instructions for use) states: warnings / precautions / potential complications: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher wire handle at anytime during this procedure. Failure of filter expansion / incomplete expansion.